Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to unspecified reasons. No additional information was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).